Event description:
It was reported that an occlusion alarm occurred. A new cartridge was loaded, and the pump performed as intended. Customer successfully resumed insulin deliveries after troubleshooting. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.